Event description:
It was reported that a dexcom g7 continuous glucose monitor did not pair with the ilet after sensor insertion, resulting in failure to receive blood glucose data on the ilet. Symptoms included no physiological effects. Outcomes included no impact to health and no hospitalization. Investigation included customer service troubleshooting and user education, including verification of sensor type settings, unpairing and re-pairing the ilet and phone application, and cycling bluetooth. Investigation of this case revealed that the pairing failure was resolved through software and connectivity troubleshooting, after which blood glucose readings appeared on the ilet. It was concluded, based on previously established findings for similar reports, that user configuration and bluetooth connectivity contributed to the event and that the device functioned as designed after reconfiguration.